Event description:
On 10/22/2025, a distributor reported via email an issue involving the ar-3770sp hybrid knee fibertak anchor during an mpfl reconstruction procedure performed on (B)(6) 2025. The anchor was implanted in the patella. The implant was initially secure, and the graft was positioned within the blue loop. However, while the graft was inserted into the femur, one strand of the blue loop broke. The breakage appeared to occur at one extremity of the loop. Additionally, the surgeon noted that the blue loop of a second implant used during the same procedure seemed loose. Additional information has been requested on 10/29/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 11/3/2025: the second implant with the loose blue loop was also an ar-3770sp hybrid knee fibertak from the same lot number. It was reported that the blue loop broke and remained inside the patient along with the anchor. Only the black sutures were removed; the end of the implant itself stayed in the patient. The case was completed using product part number ar-2324kbcc biocomposite knotless swivelock. The surgery was delayed by approximately 30 minutes while the issue was investigated and determined to be related to the fibertak. No additional anesthesia was administered to the patient. No adverse patient effects have been reported during or following the procedure due to this issue.

Manufacturer narrative:
Additional information: b5, d1, d2a, d2b, d4, g4, h3, h6.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces, such as over-tensioning.